Event description:
During a therapeutic tunneled catheter procedure, the device migrated to the pt's heart and was removed. No further info is available regarding this event. It should also be noted that it is unclear as to whether this is a boston scientific product.